Manufacturer narrative:
Concomitant medical products: patient medications include lasix, "mepral", torvast, plavix, norvasc, idroplurivit, and metformina.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag endoprosthesis (tge282810/11810963) to treat a penetrating aortic ulcer (pau) located superior to the celiac trunk. The celiac trunk was intentionally covered during the procedure. On (B)(6) 2014, computed tomography scan reportedly revealed an enlargement of the pau caused by a distal type 1 endoleak. On the same day, the patient was implanted with an additional ctag device distal to the existing stent graft. Because there was not sufficient distal aortic neck, the physician reportedly employed a ¿sandwich technique¿ by implanting a viabahn graft to preserve the patency of the superior mesenteric artery (sma), and then landing the ctag device distal to the sma. The type I endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications.per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with penetrating ulcers.per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak.